Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced intermittent loss of dexcom g7 sensor readings for approximately 20 minutes, with readings subsequently returning, and the user noting a similar transient loss the prior day. Symptoms included no reported clinical effects. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included review of the report and user troubleshooting and education. Investigation of this case revealed a temporary loss of cgm signal with automatic recovery, consistent with transient communication interruption; no device component damage or malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was likely user or environmental factors affecting cgm signal transmission.